Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc221850e0. Model: sc-2218-50e. Serial: (B)(6). Lot: 7122876.

Event description:
It was reported that several days after a spinal cord stimulation trial lead implant procedure, the patient felt nauseous and lethargic. The patient was instructed to turn the stimulation off. The patient was later admitted to the hospital and treated for a brain aneurysm. The physician assessed the event was not device-related.